Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the universal driver 2.5mm (10-1003-2) broke off in the head of the screw upon insertion. The tip was removed and the procedure completed utilizing another driver readily available in the set. No pt injury and a delay of approximately 10 minutes was reported.

Manufacturer narrative:
Upon previous identification of a trend for reports of this nature for this device, CAPA was initiated and it was determined the root cause is attributed to the tip design. Design changes were initiated changing the tip to a solid hex, in effort to increase tip strength.